Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient met with the physician who prescribed the patient lidoderm patches. The patient reported that the patches did not work, as they would not stick to her skin, however, her stimulation was covering the discomfort. The patient was reportedly doing well and no further action will be taken.